Event description:
The customer states that when they powered on the imx analyzer a burning smell with smoke was noted from the instrument. The smoke and smell subsided, but then error code 70 (remote temperature low) occurred during an assay run. The customer stopped using the analyzer and requested a service call. There were no injuries reported, and the incident was logged with the customer's safety control department. There is no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) arrived at the customer site and identified the cause of the issue as a bad air heater. The fsr replaced the heater as well as the air fan and thermistor. All subsequent verifications passed. The most probable cause or the customer's issues was a faulty air heater. The customer's issue is addressed in the imx service and support manual, manual revision, front matter document control. The imx service manual, isolation procedure 83 for error messages 70, 71 and 181, directs the fsr to measure the remote temperature for three minutes. If the temperature is not stable within 0.5 degrees c, to replace the thermistor and to check the boards, heater and fan. This is a final report.